Manufacturer narrative:
The pump was received and passed the displacement, prime, system sensor and excessive no delivery test. No excessive no delivery alarm noted. Pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime. Customer does not recall any significant events leading to the error. Troubleshooting was done for error and prime however, the customer received another no delivery after troubleshooting. Customer's blood glucose was 146 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.